Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 19,000 joules of usage no problem was noted with the first fiber. The fiber was exchanged and the second fiber exhibited ¿aiming beam fires straight out of fiber¿ at 20,000 joules. The fiber was exchanged and the procedure was completed utilizing third fiber at 25,000 joules. The fiber tips of all three fibers were cleaned during the procedure. No injury to the patient reported. This report is for second fiber.